Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni results for six patients above the acute myocardial infarction (ami) generated by the access 2 immunoassay analyzer. The elevated results were not reported out of the laboratory. The samples were repeated and resulted in the risk stratification range and in the normal reference range. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples are in lithium heparin plasma with a gel barrier and were centrifuged at 4500 rpm for 5 minutes. The initial samples were filtered and analyzed from the primary collection tube. The repeat testing was done on all elevated accutni samples from an aliquot in a 2ml cup. Qc was within the established ranges pre and post the event. On (B)(6) 2010 and (B)(6) 2010, the customer performed system check and the results were within specifications. A bci field service engineer (fse) replaced the sample pipettor and aligned the unit. In addition, fse performed a system check and high sensitivity system check; both met specification. Although, hardware issues were addressed, a clear root cause can not be determined for this event.